Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a single site colon resection. One of the rings tore off of the protractor when in the patient. Unknown if any pieces fell into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Retractor, one retractor was returned. The smooth side ring of the retractor was torn from the body of the retractor. The reported incident was confirmed, but the analysis could not determine how the incident occurred. It is unknown if the surgeon utilized the retractor protector during the procedure. No incident related to the reported event was observed during the device history review.